Event description:
Beach crew responded to a cardiac arrest on the beach during a severe thunderstorm. Defibrillation electrodes were attached to the pt and the pt's rhythm was analyzed. The device indicated motion and use of the device was inhibited. The reporter stated CPR was immediately restarted and als back up was called for. The pt was transferred to the heat and dry als unit, the defibrillation electrodes were replaced, the pt was determined to be in v-fib. Four shocks were delivered to the pt, the pt was not resuscitated.